Manufacturer narrative:
Pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked case reservoir tube window corner and cracked battery tube threads.

Event description:
Customer reported via phone that they woke up with high blood glucose readings of 500 mg/dl. Customer stated that they treated and went back to bed and noticed that the reservoir was not attached to the insulin pump. Customer stated that the reservoir ring was cracked off and missing. Customer mentioned that she is unsure how the damaged occurred, however she has dropped the insulin pump a few times. Customer declined troubleshooting for high blood glucose readings. Customer was advised to revert to a back up plan and the insulin pump is returned and replaced.